Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Increased impedance and noise seen on farfield and rv channels. Noise led to inappropriate detection and therapy. The lead remains implanted. On (B)(6) 2015 we were informed this patient's ejection fraction has increased since the device was initially implanted and it is now >40%. The ep has decided to turn detections off while maintaining monitoring zones without therapies. The patient does not vpace at all with an overall vp percentage of 0% and has no history of vpacing. The current plan is to monitor the patient with home monitoring and leave the lead in place. If there is a change in the patient's physiology and a decrease in ef then the lead will be capped and a new lead will be implanted.